Event description:
It was reported that the pump declared alarm 20 during pumping, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge using proper techniques, but the cartridge alarm recurred, preventing the customer from resuming insulin therapy. Cts decided to replace the pump, and the customer will use mdi as backup therapy. The caller was instructed on how to put the pump in storage mode and understood the process of returning the pump with a pre-paid label within 10 days.